Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider (hcp) had programmed the pump to stopped pump mode inadvertently and ¿it ruined it.¿ the pump was to be replaced on date of this report. It was unclear as to what medication the device system had delivered prior to saline. Additional information was requested. The pump was confirmed to have been replaced. Lastly, this device system delivered morphine and was to be returned. The patient was now reported as "ok."

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).